Event description:
Reporter indicated that patient was experiencing shocking around the pulse generator site. Patient underwent exploratory surgery at which time the surgeon visualized condensation or fluid build-up inside the lead. The patient had entire vns therapy system replaced during exploratory surgery.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted. A device malfunction is suspected.